Event description:
Information received indicates the head of the bed runs down unintentionally when the pendant cable is shaken.

Manufacturer narrative:
A replacement pendant was sent to the account to repair the bed.